Event description:
It was reported that the pump of this inflatable penile prosthesis stays flat and makes an audible gurgling noise, which is suspected to be related to a fluid leak. A future revision surgery is planned. There were no patient complications.